Event description:
Tap. It was reported that 224 days after implantation of a 2.5x20mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the posterior descending branch artery (pda). A pre-intervention stenosis of 80% was reported. The lesion was predilated with a 2.0x15mm maverick balloon. A 2.5x20mm taxus express2 drug eluting stent was deployed at 14 atm in the pda in the region of the lesion. It was not reported that the stent was post-dilated. A post-intervention residual stenosis of 0% was reported. It was reported that the patient tolerated the procedure well. No complications were reported. The patient presented 224 days after the initial procedure with a 99% in-stent restenosis with timi grade ii flow in the pda. Angioplasty was performed on the lesion using a 2.0x10mm cutting balloon. A post-intervention residual stenosis of 0% with timi grade iii flow was reported. A post-intervention residual stenosis of 0% was reported. The patient received heparin during the procedure. No further complications were reported.

Manufacturer narrative:
H-6: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8200925 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and perform.